Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with her scs ipg with neither charger or pt programmer. An sjm representative met with the pt and confirmed the pt's ipg does not communicate with external devices. Also, the pt programmer displays a communication error code. The pt stated she does not recall the last time she recharged her ipg, and she has not used her scs system for over 90 days. A replacement charger did not resolve the issue. Surgical intervention may be undertaken to address the issue.